Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. The insulin pump had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No frozen insulin pump noted. No moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.